Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.

Event description:
Ous MDR - the patient has been suffering from dry cough, dyspnea, even at rest, with increasing dyspnea since (B)(6) 2014. Pain in the shoulder area was noted. (B)(6) or sepsis is suspected. The patient was hospitalized where many tests were conducted and then the patient was transferred to another hospital on (B)(6) 2014, possibly for explanting the system.